Manufacturer narrative:
(B)(4). Neither the device nor applicable imaging films were returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined.

Event description:
It was reported that the patient underwent an anterior cervical discectomy fusion at c3-c5. It was reported that the prefixation pin broke while being removed. The pin was unable to be retrieved. No additional patient complications were reported.